Event description:
Philips received a complaint by the customer on the v60, indicating that during set up, the device alarmed 1009 (vent-inop): pressure regulation high at start up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check proximal and machine tubing orientation, replace data acquisition (da) printed circuit board assembly (pcba) if needed. Provided parts ID for the da pcba. The customer requests onsite service for repair.

Manufacturer narrative:
The manufacturer's field service engineer (fse), was dispatched to the site. And corrected proximal and machine tubing connections. The fse ran device for 15 minutes to verify, original symptoms do not reoccur. Unable to duplicate issues. The fse performed all performance verification tests to ensure proper function of device. Unit passed all performance verification tests and is returned to customer for use. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened.